Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 3004209178-2016-52955.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 1316 mg/dl. He was unsure of the cause of the high blood glucose. The customer was no longer using the insulin pump.